Event description:
It was reported that occlusion alarms occurred. Customer changed soft cannula infusion set and cartridge and resumed insulin to resolve the issues. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.